Manufacturer narrative:
The analysis was performed on a cobas e 602 analyzer (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A review of calibration data for reagent lots 733305 and 748166 confirmed that all calibration results were within expected ranges. Quality control data was not available for the day of the reported event. The root cause was attributed to a sample-specific discrepancy, as the specificity of the elecsys anti-hcv ii assay is less than 100%. According to the method sheet, initially reactive samples should be tested in duplicate, and repeatedly reactive samples should be confirmed using supplemental methods such as immunoblot or hcv rna detection.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the elecsys anti-hcv iiassay on the cobas 8000 - cobas e 602 module. The sample was first tested on (B)(6) 2024 using reagent lot 733305, and the result was 1.34 coi (reactive). The sample was retested on (B)(6) 2024 using reagent lot 748166, and the result was weakly reactive. Testing with a competitor assay produced a non-reactive result. No confirmatory testing data was provided.